Event description:
A patient (age and gender unknown) underwent a therapeutic procedure, placement of an ultraflex tracheobronchial stent for treatment. The stent was positioned correctly, however was not able to be deployed as the deployment suture broke. Another of the same device was successfully placed. The patient did not sustain any ill effect as a result of the deployment issue. The clinical outcome of the procedure is noted as `ok'. The patient status is also noted to be `ok'.